Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
During hdf, shortly after connection of pt found aeration of dialysis sets (machined alarmed). Treatment was terminated. Nurses found a crack on permanent cannula in the place of connection the line with common solid part. Pt had to undertake exchange of cannula- his the only venous access.